Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, there was pinching of the haptic part of the lens in the cartridge. Hence a new lens of same model was used to complete the surgery. Additional information was received stating that, there was patient contact but then there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is(B)(4).

Manufacturer narrative:
The product was not returned. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The account indicated the use of a non-qualified associated lens model and viscoelastic. The handpiece indicated is qualified for use with this lens with the use of qualified lens/cartridge/viscoelastic combinations. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The file will be reopened if the sample becomes available the manufacturer internal reference number is: (B)(4).